Event description:
Clear choice dcb 1500 ml dual chamber bag broke easily at seam.

Event description:
Add'l info received from MFR 8/6/2004: MFR has requested a formal investigation be performed by the manufacturer of the device, stedim, sa, france. Two samples were returned for evaluation. MFR's records indicate that this is the first complaint for leaking containers in 2004. There were no reported complaints for leaking containers in 2003 and one (1) complaint of this nature in 2002. The returned unit had been filled and used. That is, the filling line was clamped, the separator bar was removed and the spike port has been used. Upon closer inspection, two defects are visible on the bag. The first defect is a pin hole on the tubing that has the spike port. This pin hole can be clearly seen to come from the inside of the tubing towards the outside. The edges of the hole are ragged and are directed outward. This type of aspect is typical of an operator induced defect where the spike is misaligned and the tip breaks though the tubing. Furthermore, traces of duct tape are visible around the port area. The second defect is on the side of the bag on the bottom chamber and looks like tears caused by some kind of clamping device. Had this defect been present during filling of the bag, it would have leaked immediately. The fact that the leak was discovered after the bag had been filled and while being hanged indicates that the defect was caused somewhere after the filling step. All stedim bags are leak tested during production and both type of defects would have been clearly detected during this testing step. No deviations or rejection due to leaks are recorded in the batch record.